Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cut side of tongue [tongue injury] piece of the toothbrush head detach;ed in mouth while brushing and a tiny piece of metal cut inside of mouth - oral-b dual action brushhead [injury associated with device]; piece of the toothbrush head detached in mouth while brushing, bottom brush section broke off - oral-b dual action brushhead [device breakage]. Case description: a consumer of unspecified age and gender reported via social media on 10-apr-2017 that while brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2017, the oral-b brushhead, version unknown detached in his/her mouth and a tiny piece of metal cut the side of his/her tongue. The consumer reported he/she regularly changes the brush head, and the toothbrush had been purchased about a year ago. The case outcome was unknown. No further information was provided. On 10-apr-2017 consumer follow-up via social media: the consumer submitted a picture of an oral-b dualaction or dual clean brushhead with description "the bottom brush section broken off." No further information was provided.